Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-16, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Product analysis: the device remains implanted and the delivery catheter system was not returned. Therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the average annulus perimeter me asurement was 82.0 millimeter (mm) and minimal calcification was present on the valve leaflets and annulus, therefore a 29 mm valve was selected for implant. During the valve deployment, between one third and two thirds deployed, the valve dislodged repeatedly. Recapture was performed several times. The valve and delivery catheter system were removed from the patient's body once. The dcs was replaced. The valve was loaded into the second dcs, and the valve was deployed at a depth of 0 mm on the non-coronary cusp (ncc). As the second paddle was removed, after severe migration, the valve dove into the left ventricle and was implanted in a deep position. Paravalvular leak (pvl) was confirmed via ultrasound and aortography (aog). The paddle was grabbed using a snare and was attempted to be pulled up into an adequate position, however during snaring, the valve dislodged up into the ascending aorta. The valve was pulled around the aortic arch. The patient's hemodynamics were deemed acceptable by the physician, therefore a second valve was considered but was not implanted. The dcs was removed and the patient's condition was monitored. The patient remains stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Device code c63104 was removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.